Event description:
Had lasik surgery monovision. Got a pvd with floaters immediately in the right eye the night after the stiffer and will need a vitrectomy. New floaters started appearing in the left eye not too long after surgery. Have extreme dry eye now, ghosting, night vision problems, light glare, starbursts, eye pain, poor vision, strained eyes, I am 54 years old. Never was a good candidate even though the surgeon said I was. All these problems have caused me deep depression. The surgeon disregards my symptoms saying that it really doesn't exist and it is in my mind and will go away. The symptoms are actually getting worse. I life is ruined.